Event description:
It was reported that during set up for use, the ventilator's touchscreen was out of order and not sensitive. The patient was put on an alternate ventilator with no delay to patient treatment. No harm reported. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the touchscreen and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.